Event description:
It was reported that during a case, the kappa xlt monitor shut off. The user tried to restart the monitor using the 'power key, but it was reported that the monitor would not restart at first. It was reported that after about 10 minutes, the user was able to get the monitor to power back up using the 'power' key. The case was completed and there was no pt injury reported. Draeger reference number: (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.